Manufacturer narrative:
Technical support instructed the account to isolate the siderails and disconnect the test port cable. The account found the test port cable was not working. The account replaced the test port cable to repair the bed.

Event description:
The account alleged the bed has no head down functions and the head up is stuck.